Manufacturer narrative:
(B)(4). The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Correction: patient identifier. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. As the device was not returned for analysis, the investigation determined a conclusive cause for the reported peeled could not be determined. Additionally, a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined. There is no indication of a product quality issue with respect to manufacture design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It was indicated that the device is not available for return. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that sometime during the end of 2017, the patient underwent a coronary procedure to treat a chronic total occlusion bifurcation lesion using a whisper guide wire. An unspecified stent was implanted. Sometime at the end of 2017, the patient died of cardiogenic shock. Autopsy results noted a polymer substance in the coronary arteries. No device damage was noted during the procedure. The physician has indicated that the death is not device related, as the patient was very ill. No additional information was provided.